Manufacturer narrative:
(B)(4). Lot number unknown / not provided.

Event description:
It was reported by the doctor that the hc355 healing collar loosened two weeks after the implant placement.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: IFU-9658 rev 1 (01/15) - instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs · 5161 rev 05/17 ¿ tapered screw-vent implant system surgical manual information identified: adverse effects the following complications may occur relative to implant placement: pain, discomfort, dehiscence, delayed healing, paresthesia, hyperesthesia, edema, hemorrhage, hematoma, infection, inflammation, the need for additional surgery or removal, local and generalized allergic reaction, lack of integration, loss of bone, and loss of implant. Other adverse effects may also occur as a result of iatrogenic factors and host responses. The surgical manual identified the proper procedure for healing collar placement and installation. The recommended technique is to use finger pressure to tighten the healing collar, or if desired, to use a restorative torque wrench to tighten the component at a setting of 10 ncm. The complainant reported ¿healing abutment loosened¿. The complaint was unable to be verified, as the conditions under which the product was placed and subjected to in the mouth are unknown. Product was not returned. A singular root cause could not be identified. Device evaluated by manufacturer. Device not returned to manufacturer.